Event description:
It was reported patient underwent a revision procedure due to wear. The patient had a copeland hemi arthroplasty in situ which over time had caused significant glenoid wear as the rotator cuff had failed. This required a custom vrs glenoid along with a reverse shoulder replacement for the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is indicated fo revision due to unknown reasons. No further information is available at the time of this reporting.